Event description:
It was reported that a patient presented for a generator system implant procedure on (B)(6) 2022. During the procedure, it was noted that the patient's right atrial lead had dislodged after initial placement, and that the helix would no longer extend while trying to reposition the lead. The lead was removed and replaced. The patient was stable throughout.